Manufacturer narrative:
Follow-up #1: date of submission 10/06/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/16/2015 with the following findings: there was evidence of multiple partially discharged batteries being installed observed in the black box on 07/28/2015. "Por" events were observed in the black box when battery alarms were being cleared. The battery compartment was observed to be cracked which originated below the grip pad. The returned battery cap height and width measurements were found to be within specifications and secured tightly to the pump. During evaluation, the pump was powered on with the returned battery cap battery cap. The pump was exercised for 24 hours with no reboots, loss of power or call service alarms duplicated. The "intermittent power" event was not duplicated during investigation. The pump case was removed; there was no evidence of moisture or loose components found inside the pump. Unrelated to the complaint, the display was found to be dim and discolored. This complaint is being reported because the patient experienced an adverse event while using insulin pump therapy and due to the alleged inaccurate delivery issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication of damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.